Event description:
On (B)(6) 2013, the lay user/patient¿s relative contacted lifescan (lfs) alleging the patient¿s one touch ultralink meter read inaccurately high compared to other devices. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2013, at 6:30 a. M., when the patient obtained a blood glucose result ¿over 600¿ with the subject meter and ¿350 mg/dl¿ with another device (ultramini), performed within 30 minutes from each other. The reporter stated the patient also tested on another device (ultralink) and obtained a blood glucose result of ¿220 mg/dl¿. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages her diabetes with oral medication, diet, and exercise and continued with her usual dose of medication (unknown type and dosage) as a result of the alleged inaccurate result(s). Five minutes after the alleged issue occurred, the patient developed symptoms of ¿pale, nauseous¿. At 6:40 a. M. That same day, the patient was treated with 23 units of novolog by a ¿home health/visiting nurse¿. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Although the patient was treated with insulin by a hcp, there is no indication that the subject meter caused or contributed to a serious injury. The patients reported symptoms or blood glucose readings do not meet lfs¿ criteria of a serious injury. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.